Manufacturer narrative:
The universal surgeon manipulator (usm) was analyzed, and the reported failure was confirmed and replicated. The usm was tested on an in-house system and failed in normal mode as the yaw & pitch was very stiff and noisy. The usm was also tested on a patient side cart (psc) fixture test platform (pftp) and passed lissajous, and sensors check, but during the sine cycle the yaw & pitch was very noisy.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Follow-up was performed with the customer and the following additional information was obtained: the issue occurred with the surgeon's head inside the surgeon console. The instrument did move in the intended direction. It was reported that arm 1 did not move on its own, nor was it disabled. When asked what was meant by "impaired movement when trying to sew" the reporter stated that there was grinding of the instrument instead of smooth movement. There was no injury to the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The complaint history review was performed and found a related complaint under patient identifier (B)(6), in which another similar incident on a different event date was documented and reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) 1 due to the customer complaint of excessive noise and sluggish movement. The system was tested and verified as ready for use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer called the technical support engineer (tse) and stated that there was an issue on arm 1. The customer mentioned that it sounded like grinding when moving the arm. The arm had some drifting issues and some impaired movement when trying to sew. The customer stated there were no faults or system messages on the screen when the issue happened. The customer stated the surgeon was struggling with arm 1 and used a different arm to finish the sewing for the case. The tse reviewed the logs, but onsite was not available at the time of call. The procedure was completing as planned with no reported injury.